Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter and the struts were detached, perforated the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached struts were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years post filter deployment, CT revealed radiopaque foreign body within the medial branch of the right lower lobe pulmonary artery which corresponds to the densities seen on the recent chest x-ray. Subsequently, next day patient presented with chest pain. Pulmonary angiogram revealed evidence for pulmonary artery foreign body and it was identified that foreign body as fractured filter leg which was subsequently removed from right lower lobe. Subsequent, inferior venacavogram demonstrated caval perforation of several of the anchoring legs. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years post filter deployment, CT revealed radiopaque foreign body within the medial branch of the right lower lobe pulmonary artery which corresponds to the densities seen on the recent chest x-ray. Subsequently, next day patient presented with chest pian. Pulmonary angiogram revealed evidence for pulmonary artery foreign body and it was identified that foreign body as fractured filter leg which was subsequently removed from right lower lobe. Subsequent, inferior venacavogram demonstrated caval perforation of several of the anchoring legs. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated the ivc wall and struts detached. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut was removed percutaneously. The current status of the patient is unknown.